Manufacturer narrative:
It was reported, the first device was placed in the center and then the second device was placed in the periphery. When the second stent graft was placed, the aorta was highly tortuous, and the placement was such that the device was pulled into the center rather than the target peripheral landing site, so it was adjusted by pulling the stent. Both the stent grafts were placed at the intended site, but it is probable that the first placed device dislodged the second device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in the endovascular treatment of a 250mm thoracic aortic dissection. An artificial blood vessel had been replaced in the arch by the a dissection (from ascending to just above the left subclavian artery (lsa). The tevar was performed in a case where there was crank-like flexion of the distal descending aorta. The main stent graft was to be implanted directly under the left common carotid artery (lcca) with artificial blood vessel having been replaced, and the peripheral part was planned to implanted to the periphery, beyond the distal descending high flexion area. The delivery was conducted over the stiff guidewire following the usual procedure, but it did not advance at the distal descending high flexion area so it was changed to pull-through. Delivery was able to be performed by pull-through, and the first vnmc3434c223 (B)(4) was implanted. This landed firmly in the anastomotic site of the artificial blood vessel. During the delivery of the next stent graft vnmc3434c223tj, the delivery system was involved in the side inside the sheath and was implanted while applying tension to the periphery. The peripheral landing site was slightly more central than the target position, but it was within the permissible range, so when the fluoroscopic image was displaced to the arch to perform the final angiography, the stent graft (sg) implanted depressed the aneurysm, which has landed on the artificial blood vessel, and treatment could not be performed at all. Therefore, vnmc3434c182tj was additionally implanted, there was no endoleak, the procedure was completed without any health injury to the patient. As per the physician the cause of the event was anatomy. Regarding the second stent graft implantation, it was felt that the delivery system was involved in the central area due to the influence of the descending high flexion. Therefore, it is speculated that the device landing on the artificial blood vessel may have migrated because the stent graft was implanted while being pulled to the periphery. No additional clinical sequalae were provided and the patient is fine.